Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that no speaker sound at start up test. Failed at manual power on test and speaker was defective. The speaker was confirmed to be defective. The speaker was replaced by the bench technician. The device was operational after repair of the speaker and was returned to the customer.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
During evaluation at bench repair, it was identified that the mx40 had no audio.